Event description:
The destination therapy pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had been admitted to the hosp, due to a potential failed pump. The patient was put on a pneumatic drive console with a stroke volume limiter (svl). The vad coordinator stated that the pt had decided to have his pump exchanged. The pt was taken to the or, and his pump was exchanged to the MFR's clinical trial vad. The pt remains stable and on lvad support. The hosp has sent the device to the MFR for analysis.